Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. The issue has been worsening over time. The customer's blood glucose level was 65 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.